Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Five closed samples were received. A knot pull tensile strength test was performed of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep):1.30 kgf in average and 1.25 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). A review of the batch manufacturing record reveals this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfill the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions are needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be provided when additional information is available.

Event description:
It was reported that the suture thread spontaneously breaks. The frequency was unknown. The breakage occurs prior to use. Product was not used on a patient.